Event description:
It was reported that prior to implant attempt, it took too many turns to extend and retract the helix due to the helix being blocked. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that prior to implant attempt, it took too many turns to extend and retract the helix due to the helix being blocked. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the lead was returned and analyzed. Analysis revealed that the lead would not extend/retract. It was also noted that the helix was bent.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and turns to extend/retract helix exceeds specification. It was noted that the helix/lobe was distorted/bent.